Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: stress urinary incontinence. Procedure (s) performed: sling bladder neck suspension. Complications post pelvicol implant: (B)(6) 2003: assessed with retention ¿ need urodynamics. February - may 2003: assessed with bladder prolapse, stress urinary incontinence. Had urinary tract infection (uti), frequency. Still had retention. Urodynamics study on (B)(6) 2003 showed patient takes long time to void, complained of leaking over with sitting down, cough, sneeze, felt pain at beginning of each time she voided. Planned for cystoscopy, prescribed macrobid. (B)(6) 2003: assessed with worse stress urinary incontinence, urinary retention. Planned for ureterolysis and repeat sling. Complications post mesh revision with first additional implant surgery: in, 2003: had urinary symptoms like stream flow, dysuria. Still had incontinence, pelvic pressure, trouble with emptying bladder. Assessed with uti. In, 2006: complained of dysuria, trouble with pain in rectum, uti. Prescribed bactrim started levaquin. (B)(6) 2007: complained of mixed incontinence. She leaked urine. Physical examination showed small amount of clumped-up mesh palpated just below the urethra. Planned for multiple channel urodynamics testing, will discuss possibly performing a sling takedown. Urodynamics study showed genuine stress urinary incontinence, slow, interrupted flow seen on uroflow and voiding pressure study, 5.0 and 8.5. December 2007 - march 2008: pain with urinate, pressure and frequency, had uti. Complained of stress urinary incontinence. Took levaquin, need estring. April - october 2008: complained of mixed urinary incontinence, she leaks urine and void at least one time every hour. Complained of urinary discomfort upon voiding, suprapubic tenderness. Physical examination showed small amount of clumped-up mesh palpated just below the urethra. Assessed with urethral obstruction, uti. Scheduled for sub urethral sling revision. Conditions post explant or trimming: november - december 2008: complained of leaking associated with laughing, sneezing, coughing. Had stress incontinence, little urethral mobility. She was a good candidate for collagen injection. (B)(6) 2009: in office cystoscopy: I was able to successfully inject approximately a total of 1. 5 ml of collagen split evenly between the right and left side using the peri urethral technique and local anesthesia and is 0 degrees rigid cystoscope. (B)(6) 2009: patient here for another collagen injection. Discussed another option which a placement of a sub urethral sling would be. (B)(6) 2009: complained of urinary incontinence. Assessed with intrinsic sphincter deficiency ¿ scheduled for retropubic sub urethral sling. Complications post second additional implant surgery: june 2009 - march 2010: she was only leaking drops at this point. Had stress urinary incontinence. Bowel moving with difficulty. Felt urgency, mild hesitancy. Diagnosed with questionable mild detrusor overactivity. She had been on vesicare, using estrogen r ing. (B)(6) 2010: still had urinary incontinence. Had a small erosion of the portion of the mesh material underneath her urethra. Still on vesicare, using estrogen ring. (B)(6) 2010: using estring for vaginal dryness. (B)(6) 2010: she had been using estrogen ring, also taking vesicare daily. I could still palpate the area that was eroded of her sub urethral sling. Had a relatively immobile urethra and obvious intrinsic sphincter deficiency. Want to try another collagen injection. (B)(6) 2011: still with stress urinary incontinence and urge urinary incontinence. Foreign body in vagina. June - july 2011: developed a uti. Estring done today. Reconsidering the collagen injection. Prescribed cipro. October - november 2011: had urinary incontinence. Physical examination showed sling material protruding through the vagina. Removed her estring. Stated feel empty after voiding. Recommended estring. Planned to remove the mesh. In 2012: in office cystoscopy: found and erosion of the sling material into the lateral aspect of her urethra distally. Recommended transvaginal operation, which would be a removal of the vaginal portion of the mesh material and depending on the defect left inside of the urethra. Complained of stress urinary incontinence, had mesh exposure after her sub urethral sling placed in 2009. Scheduled for revision of sling. Conditions post explant or trimming: in 2012: foley catheter removed and the suprapubic catheter still in. Had discomfort while trying to urinate trans urethral, pain while urinate, minimal leakage. Diagnosed with urinary retention. Planned for cystoscopy and removal of estrogen ring. (B)(6) 2013: complained of yeast vaginitis. In office cystoscopy and ureteroscopy: had a pinhole communication between the very distal most urethra and the vagina. Had a mild to moderate stress incontinence. Continued with the vaginal estrogen ring. Took macrobid. (B)(6) 2013: assessed with yeast vaginitis. October 2013 - april 2014: complained of rare urinary incontinence. Estring removed. Assessed with atrophic vaginitis. Planned to place estring. (B)(6) 2014: estring placed. Excision of neoplasm of vulva. July 2015 ¿ january 2016: repeated recent uti. Assessed with atrophic vaginitis. Estring removed and replaced. Prescribed diflucan. (Medical records after 01/20/2016 were not available for review).